Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample & the returned unused sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample & the returned unused sample. The actual device and an unused sample from the involved lot number was returned for evaluation. Visual inspection upon receipt found that the urethane outer layer had been sheared off on approximately 25mm - 90mm from the distal end of the device. Magnifying inspection of the urethane outer layer - sheared segment obtained the following findings. On approximately 25 - 35mm from the distal end of the device, the urethane outer layer had been torn open and the core wire was exposed there. There was no missing portion of the urethane outer layer on this segment. On approximately 35 - 60mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off the wire, where the core wire was completely exposed. At the end of the shearing at approximately 35mm from the distal end of the device, the urethane outer layer had the configuration which implied that it had been ripped off. At approximately 42mm from the distal end of the device, the semi-circumferentially sheared urethane outer layer had been ripped off. On approximately 60 - 88mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off the wire, where the semi-circumferential portion of the core wire was exposed. On approximately 88 - 90mm from the distal end of the device, the urethane outer layer had been sheared off with no exposure of the core wire. The shear cross-section of the urethane outer layer was in the smooth state. From the obtained measurements it is most likely that the urethane outer layer located on approximately 35 - 90mm from the distal end of the device is missing. (= approximately 55mm in length). The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. Visual inspection of the returned unused sample did not reveal any anomalies, such as a kink or break, in the appearance. Magnifying inspection of the outer surface revealed no anomalies, such as a scratch. The outside diameter was confirmed to meet manufacturer specification. Functional testing was conducted. A current guidewire sample was inserted into a metallic needle and withdrawn from it in the manner of the urethane outer layer of the guidewire sample having contact with the edge of the needle. The urethane outer layer was sheared off from the guidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. The state of the damage was observed to be very similar to that of the actual sample. A review of the device history record and the product release decision control sheet of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the investigation results it is likely that the actual sample was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual sample. As the result, the urethane outer layer became sheared off the wire. The IFU states: "do not manipulate/withdraw the radifocus glidewire endoscopic (urologic) wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that in a ptcd procedure, the customer used the actual sample in combination with an echo needle. The customer found it difficult to withdraw the actual sample. When he pulled the actual sample forcefully, it came out of the patient in the state of its urethane outer layer having been sheared off the wire. There is a possibility that the sheared piece of the urethane outer layer remains in the patient's biliary duct.